Event description:
It was reported that the device failed to deliver adequate high voltage therapy and delivered inappropriate anti-tachycardia pacing during episodes of supraventricular tachycardia. The patient was hospitalized. Device reprogramming was performed to resolve the event. The patient was stable and there were no adverse consequences.